Event description:
It was reported that revision surgery was performed following to remove an acetabular cup. A previous revision had been performed approximately 1 week earlier to remove the femoral head due to a fractured neck of femur, however, at the time of the first revision the surgeon did not have available the appropriate tools to remove the acetabular cup. Both devices were originally implanted in 1998.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan to report the one touch ultra 2 meter would not power on. On october 13, 2010 the sr. Medical surveillance specialist spoke with the patient to obtain and verify information. On approximately (B)(6), 2010 the patient noted the reported meter would not power on; she was unable to test her blood glucose levels. During that time period, the patient continued to take her usual doses of insulin to manage her diabetes. The patient visited her physician, where her blood glucose level was tested to be 400 mg/dl. The patient was advised to continue taking her insulin and to drink large quantities of water. On an unspecified date, the patient experienced the symptoms of lethargy, shaking, nervousness, chest pain and she passed out. The patient revived and contacted a friend, who was a nurse. The patient was treated with orange juice and sugar; she did not seek any medical attention. The patient takes novolog insulin five units three times per day and levemir insulin 50 units twice per day. Troubleshooting revealed the patient had correctly replaced the meter's battery and the test strips were correct. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she continued to take insulin without benefit of blood glucose readings due to the meter power issue, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510(k) # is k053529.